Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products associated mdrs #1225714-2014-04089, 1225714-2014-04090, 1225714-2014-04091, 1225714-2014-04092, 1225714-2014-00982, and 1225714-2014-00983.